Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. (B)(6). One actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Functional tests were performed and no issues were noted during the clear passage and the clamp function tests. A functional leak test was performed and the sample failed due to a leak beneath the returned minicap which was attached to the transfer set. The transfer set was retested with an in-lab minicap and a leak beneath the cap was detected indicating damage was present on the female connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was iodine leakage from the connection of a minicap extended life pd transfer set and a minicap. This was identified during use on a patient for peritoneal dialysis therapy. The user replaced the minicap and the issue still occurred, the transfer set was replaced and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.